Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test per specification. 1 of 2 sensors failed for high readings 1 remaining sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having problems with the sensor. Sensor glucose versus blood glucose was causing threshold suspend to go activate. Troubleshooting was done. Customer's blood glucose was 113 mg/dl. No further information provided.